Manufacturer narrative:
D2a - simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay performed on various dates. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2026. Additional testing was performed on the same day with a rapid antigen test (brand: unknown) which generated a negative result. Per the customer the patient was asymptomatic. No additional information, including treatment and outcome, was provided.